Manufacturer narrative:
The device is an automatic external defibrillator (AED). The customer sent the device to welch allyn for repair due to physical damage caused by the customer. Physical damage was confirmed as being present to both the front and rear chassis. During repair, a secondary observation was made of the ECG trace intermittently jumping to the top of the screen and generating noise. The effect of this malfunction is the device will not analyze the signal correctly. The problem was isolated a fractured solder joint on an ic (integrated circuit). A review of prior service data found no other occurrences of this specific ic for this device family. The repaired device passed acceptance testing and was returned to the customer.

Event description:
While at welch allyn for service, it was observed the ECG trace intermittently jumps to the top of the screen and generates noise. When this occurrs, the device will not analyze the ECG signal correctly.